Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted without issue. The helix extended as expected after 10 turns. When tested on the pacing system analyzer (psa), the r-waves were normal but the pacing impedance measurements were greater than 3,000 ohms and no capture was obtained at maximum outputs. Noise was also observed. The lead was repositioned, and the psa cables were exchanged, but the issues could not be resolved. This lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported.